Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. An evaluation of the customer provided image showed the shaft of the device with an anchor outside the needle lying next to it. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. Comparison of the returned device to the customer provided photo shows they are not the same. The t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The t1 is missing the tip. The suture knot is tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. The actuator sticking have been determined to be related to the reported event a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that can contribute to the failure include failure to fully actuate the device during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopy , the fast fix 360 t1 implant could not be completely pushed out when deployed and was stuck. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.